Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center (fka (B)(6) hospital). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced a missing tubing clamp. The following information was provided by the initial reporter: roller clamp is missing.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced a missing tubing clamp. The following information was provided by the initial reporter: roller clamp is missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/11/2022. H.6. Investigation: a complaint of the roller clamp missing from the set was received from the customer. 40 unused samples were returned for investigation. Through visual inspection, the customer complaint was not confirmed. The roller clamp was assembled on all sets. However the roller clamp was assembled upside down. A device history record review for model 10013364t lot number 21069695 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an assembly error during the manufacturing process. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of misassembly with lot #21069695 regarding item 10013364t.